Event description:
The pt was implanted with a left ventricular assist device. The surgeon reported that the pt presented with minor power elevations and suspected pump thrombosis due to heart failure symptoms. The pt deteriorated and was placed on ECMO. The pt received a pump exchange on (B)(6) 2012.

Manufacturer narrative:
The lvad was returned to the manufacturer for eval and is currently being analyzed. The attached user facility report was received from the intermacs registry. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.